Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It is reported that the patient experienced asymptomatic elevated blood glucose due reported occlusion event on 24-feb-2026 and treated with delivered bolus via pump. The location on patient body where patient inserted the infusion set was abdomen.